Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 14x50 12fr comm wallgraft¿ stent was advanced to treat the lesion. However upon deploying, the stent failed to open properly and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.